Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 48 mg/dl. The customer treated through unspecified means. The customer reported blood glucose level verses sensor glucose level, change sensor alert and calibration not accepted alarm. The customer¿s current blood glucose level was 120 mg/dl. The customer did troubleshooting on the issues. The sensor will be returned for analysis.